Event description:
During a routine shift check by a clinician, the device displayed "defib fault 72" when attempting 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.